Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 12 mm xience v stent delivery system (sds) was advanced. Some resistance was noted during advancement of the sds, but the stent was able to be implanted at 12 atmospheres (atm). While implanting the stent, a dissection occurred. A 3.5 x 15 mm xience prime sds was then advanced and resistance was noted with the anatomy again. The stent was implanted at 12 atm for treatment, but this further caused a dissection. A non-abbott stent was used to treat the dissection successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience v referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures.